Manufacturer narrative:
(B)(4). The sample has been discarded after use and is not available for evaluation. No further detail is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown, therefore; a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a slow flow patient alarm which occurred on the homechoice (hc) during fill 1 of 5. The hp stated that a bag disconnected. The baxter technical service representative (tsr) assisted the hp to end therapy and advised to inform the nurse of the event. The hp stated she did not want to restart therapy. There was no patient injury or medical intervention.